Manufacturer narrative:
This is a definitive report. A series of events on this case is considered to be "required medical or surgical intervention to prevent permanent impairment or damage" and "other serious or important medical events". According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 0023x17g.

Event description:
(B)(6) 2024 - a female patient received gel-one into the knee for oa. About 1 hour - 1 hour half after, she felt light headed and then started to get hives and throat closing up. She took benadryl and gave herself an epi shot. She then called emergency call #911. (The date is uncertain at this moment, but could be of (B)(6) 2024.) The patient came in with hand gloves and mask indicating she already has severe allergies. She had previous injection of gel-one in (B)(6) 2024 with no issues. She was still having issues that she felt was a result from the injection.